Event description:
At about 10:15 am 12/6/95 pt was found by physician and respiratory therapist non-responsive and without pulse. Pt was bagged. CPR done and 911 called. Physician and rt found the inner cannula was resting on pt's chest. Ventilator was not alarming. One cna and one licensed nurse were in pt's room doing nursing care to 2 other pts but did not hear any ventilator alarm. Ventilator unit is presently quarantined at administration office.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-95. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.